Manufacturer narrative:
No information was provided via maude report mw5075247 dated march 1 2018 for the initial reporter or site. If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter on (B)(6) 2015, the patient went in for a hernia repair. The surgeon implanted a covidien symbotex patch, lot # pob0322x. In (B)(6) of that same year the patch failed. The patient was sitting in a chair, and then suddenly it felt like a rubber band snapped inside the patient's stomach. The patient had two revision surgeries to date to correct the problem. The patch is still inside the patient as the surgeon was unable to locate it during both revision surgeries. Maude form: mw5075247 dated march 1 2018.